Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the pump replacement procedure, the programmer displayed an attention to dialogue box indicating "stopped pump, use minimum rate". The logs indicated the last update was on (B)(6) 2011; and there was no mention of a stopped pump or alarm. The patient was noted as not having heard an alarm. The patient felt she wasn't receiving drug for the past week. The pump had been re-interrogated, and there was no attention dialogue box indicated. The pump status showed simple continuous infusion of hydromorphone at 6.3 mg/day. Additional information has been requested, but was not available as of the date of this report.